Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device was not functioning and was defective. It was further determined that the handpiece did not work and had drop damage. It was further determined that the device failed pretest for check the oscillations frequency, 10800 to 14200 osc/min, check the triggers and ecu (electronic control unit), check the off/on/on mode and general condition. It was noted in the service order that the device dropped on the floor and the fastening-mechanism of the housing was knocked off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.